Manufacturer narrative:
(B)(4). This is a report of a use error, where a patient went back through the prime again using the same original supplies. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user not to attempt to reuse any disposable supply more than once. It indicates that the disposable set must be discarded after each use. It warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. Also, it warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient reused single-use supplies during peritoneal dialysis therapy. The patient stated they powered the homechoice a couple of times, went back through the prime, and was connected the entire time. The technical service representative advised the patient to end the setup. The patient stated they may do manual supplies to complete the therapy. The technical service representative assisted the patient to end the set up and remove the cassette. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.